Event description:
Boston scientific became aware of an event involving a habib endohpb radiofrequency catheter through the article gastrointestinal: pancreatic duct perforation following endoscopic intraductal radiofrequency ablation for pancreatic duct stricture. According to the literature, a habib radiofrequency catheter was used during an intraductal radiofrequency ablation procedure to treat a pancreatic structure. It was reported that the patient's pancreatic stricture had been previously treated twice by temporary stent placement; however, the symptomatic stricture recurred. Therefore, endoscopic radiofrequency ablation (rfa) for the stricture was planned to obtain long-term resolution. Following pancreatic duct cannulation and guidewire placement, a habib endohpb catheter was inserted over the guidewire. Rfa was performed on the pancreatic head duct stricture for 90 seconds at a power of 7 watts. Following rfa, an 8.5-fr plastic stent was placed across the stricture. There were no adverse events. Four months later, a pancreatic duct perforation was observed based on the overflow of the contrast medium to the outside of the pancreatic duct post-stent removal. Therefore, a plastic stent was placed across the perforation. During the 4-month follow-up period, the patient was asymptomatic, and no abnormal findings were detected on computed tomography (only plain CT was undertaken due to chronic kidney disease).

Manufacturer narrative:
Block b3: approximated based on the year the article was published. Block d4, h4: the suspect device lot number was not provided in the article; therefore, the lot expiration and device manufacture dates are unknown. Block g2 literature source: t. Inoue, r. Kitano and m. Yoneda. Gastrointestinal: pancreatic duct perforation following endoscopic intraductal radiofrequency ablation for pancreatic duct stricture. Journal of gastroenterology and hepatology. 2022 may;37(5):780. Doi: 10.1111/jgh.15724. Patient code e2114 captures the perforation. Impact code f2301 captures the additional plastic stent required. Impact code f2202 captures the additional procedure.